Event description:
On (B)(6) 2013, the pt was being prepared to be implanted with a gore excluder aaa endoprosthesis. It was reported upon pulling on the contra limb, the stent graft separated from the catheter inside the gore dryseal sheath. The physician reportedly pulled the entire device with separated pieces still in side the sheath out of the pt with no injuries.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.